Event description:
Information was received from a company representative regarding a patient receiving compounded baclofen 369mg/ml at 111mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported the patient had fluid in the pump pocket. There was no environmental, external or patient factors that led or contributed to the event. Diagnostics included labs were performed for the pocket fluid. The lab results were no infection. The intervention and actions taken to resolve the issue was the pocket was revised. The issue was resolved at the time of the report and the patient¿s status was noted as ¿alive, no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.